Event description:
Broviac catheter fragment found on x-ray 11/8/93. Cath inserted 8/6 or 8/7 1991. Received chemotherapy for 15 wks through cath. Catheter left in. Cold in 10/93, complained of rib soreness. Bone scan done 11/8/93 and chest x-ray. Discovered fracture of catheter.